Event description:
It was reported that the patient experienced pain at the ins location following implant. It was noted that the patient had been constipated and on pain medication for the past 54 years, which made the condition worse. The patient stated, she had tried everything to counter the pain without success. She received one shot from her md for the pain however, that did not help at all. Her physician directed her to increase stimulation to help but that didn't work either. It was noted that if the patient applied pressure for a period of time it helped to lessen the pain temporarily. The patient reported that she felt better with stimulation off, but used it in the morning to get downstairs. Her hcp found nothing wrong when palpating the site and prescribed patches. The patient was controlling her pain with oral meds. It was later reported that the device had not been activated for two weeks, the patient's pain was much less, and the patient had an appointment to remove the device scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 37092 lot# 287650001 serial#, implanted: 2011 (B)(6), explanted: product type accessory product ID, 355531 lot# n289275 serial#, implanted: 2011 (B)(6), explanted: product type screening device product ID, 3550-39 lot# n295160 serial#, implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).